Manufacturer narrative:
It was noted that the smart control stent did not deploy. Multiple attempts to gather additional information were made and were unsuccessful. The product was returned for evaluation and testing and analysis revealed a secondary failure. The analysis showed that the hypotube-hub was received separated of the unit. The guidewire lumen was found pulled and distal tip, support member and stent were found out of place. One non-sterile smart 120 150, sfa- 6x120mm was received coiled inside a plastic bag. The hypotube-hub was received separated of the unit. Wire lumen was found pulled and distal tip, support member and stent were found out of place due to this condition. The unit was not deployed. Since hypotube-hub was received separated, the unit was sent to sem analysis, in order to found the potential root cause. Sem results showed that the wire lumen external surface presented evidence of residuals at the surroundings areas of the separation; this is a common characteristic of pieces which were adhered until separation; however, this could not be conclusively determined. Due to the condition of the unit functional test could not be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of "hypotube-hub separation and wire lumen pulled" conditions could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could contribute to this condition. The failure " stent delivery system- deployment difficulty-unable" reported by the customer was confirmed since the unit the unit was not deployed. The exact cause of the failure experienced by the customer could not be conclusively determined; however it could be related to the condition of the hypotube-hub and wire lumen. It does not appear to be manufacturing related. Handling and procedural factors could be contributed to this condition. Therefore no actions will be taken. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Event description:
The original report from the affiliate stated that the smart control stent did not deploy. The patient was not harmed. Multiple attempts to gather additional information were made and were unsuccessful. The product was returned for evaluation and testing and analysis revealed a secondary failure. The analysis showed that the hypotube-hub was received separated of the unit. The guidewire lumen was found pulled and distal tip, support member and stent were found out of place.

Manufacturer narrative:
The actual event date is unknown. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.